Event description:
It was reported that one half hour into treatment pt expired. The machine failed self-test when checked following the reported event. A rinse valve was found stuck in the open position.